Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 3.1 was not detected on the bus. A field service engineer reseated the row board cables from both the rear and the front to resolve the issue and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4p2 not detected on bus and cubie c2, c3 failed. Customer tried to recover the storage space, but issue remain the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.